Manufacturer narrative:
H3 other text : the rse provided a quote for diagnostic service, however, we are unable to confirm the final disposition of the device because the customer refused to pay for repairs because the equipment was not under warranty.

Event description:
Philips received a complaint on the defibrillator/monitor indicating that the device failed self-test. There was no patient involvement. A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
Reporting address line 1: no. 382 wuyi road reporting address state: 050 reporting address postal: 030001 (B)(6) a follow up report will be submitted upon completion of the investigation.